Manufacturer narrative:
The user facility will be contacted again to obtain additional information. A follow up will be submitted upon receipt of additional information and/or completion of device evaluation. Rwmic considers this case open.

Event description:
On august 22, 2019, richard wolf medical instruments corporation (rwmic) received voluntary event report (mw5088816). It was reported that an electrocautery loop broke during a procedure. The hospital staff was unable to determine if all the pieces were still present. The surgeon did a visual inspection to examine the entry and to locate any missing pieces. None were found or visualized.